Event description:
Hospital reported that the orange sterile handle support fell off of the flat screen holder before use. There was no patient involvement nor injury reported. Factory reference number: (B)(4).

Manufacturer narrative:
Note: the hled series light system is not marketed in the us. This report has been made due to a similarly with devices marketed by maquet in the us. A maquet field service technician (fst) evaluated the device, replaced the handle support with a new one, verified it was not loose and returned the device to service. This investigation is on-going and the results will be included in a follow-up report.